Manufacturer narrative:
(B)(4) . No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the jaws broke after two hours of use. Broken piece was retrieved. Another device of the same product code was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the I-blade protruding from the lower jaw. The lower jaw was damaged which allowed the I-blade to come out of its track. The device was connected to the generator and it was recognized. Due to the damaged jaw, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.